Event description:
It was reported that this pacemaker system triggered a lead safety switch due to high out of range right ventricular (rv) pacing impedance measurements. Technical services (ts) advised there is no evidence of a rv lead fracture. Ts provided reprogramming recommendations. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.